Manufacturer narrative:
We checked the returned unit and confirmed that the air nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the u/d and the r/l knobs loosened, the up pulley wire ruptured, the angulation-down angulation zero degrees, the angulation-up angulation zero degrees, the angulation-left angulation decrease, the angulation-right angulation decrease, the air/water socket chipped/cut o-ring, and the water nozzle missing glue; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report"hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).